Event description:
It was reported via repair work order that the cot legs would not raise when loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during investigation that the cot would not retract the legs in powered mode due to a faulty non-locking hydraulic valve, however the cot was still fully functional and able to be used in manual mode to transport a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot legs would not raise when loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.